Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that emergency medical services was dispatched they were hospitalized due to low blood glucose on (B)(6) 2021, with blood glucose of 9 mg/dl. Customer was treated with food for low blood glucose level. The customer was treated with intravenous drip. Customer stated that drive support cap appear normal slightly indented. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that insulin pump was over delivering. The insulin pump will be and reservoir will not be returned for analysis.